Manufacturer narrative:
This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of ligafix screws, the source of the defect cannot be attributed to the manufacturing conditions. Screw inspection revealed a rupture combining both torsional stress and perforation at the base of the screwdriver recess mark. In the absence of several elements regarding the circumstances surrounding this screw rupture, the hypotheses that could explain said rupture include the following: this rupture could be due to the difficulty encountered by the surgeon in inserting the screw in the tunnel in the presence of very dense bone. The entry cone of the screw abutted against the cortical bone. Because there was not enough space for the threading of the entry cone to pass the cortical wall, the surgeon probably applied a pushing force on the screwdriver in addition to screwing. The screw being only moderately driven by the screwdriver at the entry cone portion of the screw rendered this area more vulnerable to torsional stress. The combined forces of screwing and compression exerted on the screw tip which was only partially inserted in the tunnel caused the screw to rupture. The screw was not perfectly introduced along the tunnel axis. The screw entry cone was jammed against the cortical bone, and continued screwing deformed the cylindrical portion of the screw which was driven by the screwdriver, causing torsional stress at the junction point where the guide pin guiding area meets the screwdriver recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the screw to rupture.

Event description:
(B)(4). According to the surgeon experience : "the screw broke because of the hard bone of the patient and the tip of the screwdriver is longer than the length of the screw itself."